Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the internal hlc battery levels had been depleted to zero for an unknown reason. The device may not have been able to function with this observed hlc battery level. A cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report their device was showing the charge-pak and attention icons. There was no patient use associated with this event. Upon evaluation, physio observed the device internal hybrid layer capacitor (hlc) batteries were depleted and the device could not remain powered on.